Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03209, 0001825034-2017-03210, 0001825034-2017-0321, 0001825034-2017-03212, & 0001825034-2017-03213.

Event description:
It was reported that the patient alleged to left hip popping and clicking approximately two years post-implantation.

Manufacturer narrative:
Concomitant medical products ¿ m2a magnum pf cup p/n us157848 l/n 550400; delta ceramic option head p/n 650-1055 l/n 381370; taperloc porous coated stem p/n 51-100060 l/n 3386887; biolox option taper adapter p/n 650-1065 l/n 029020. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.